Manufacturer narrative:
There was no reported injury or death at the time of this report. (B)(4).

Event description:
Customer is reporting discrepant results/false positives. It was evident that the samples that were discrepant are very low titered and at limit of detection (lod). Their positive control is at a concentration that is right at the lod. Therefore, there is a difference in the signal.